Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump set. The customer reports that the end of the feeding line has on occasion come loose and therefore disconnected from the line and feed has not gone in as planned. There is concern also with the little ones playing with line and unscrewing the line as well has been found.

Manufacturer narrative:
Submit date: 10/11/2016. The sample returned verified lot#160080190x. A device history record of the sample lot# was performed and confirmed that the product was produced accomplishing all quality requirements and was released according to all established procedures. One sample was received for evaluation. The received sample was evaluated visually and functionally, no detachment was observed and the sample worked correctly. No fault was reproduced. The possible root cause could be: stretching peristaltic tubing before usage, incorrect placement in pump causing additional stress to the tubing and detachment, enfit female connector is not correctly adjusted to the transition connector and transition connector is not placed correctly to the g-tube or other tube that could go directly to the patient. No corrective actions will apply since no failure has been confirmed. This complaint will be used for tracking and trending purposes.